Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again. The customer acknowledged the instructions and understood the guidance given.